Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 25mm distal to the distal edge of the proximal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 43% stenosed 66x6.1 mm, eccentric, restenosed target lesion containing a lesion bend of <=45 degrees was located in a non-tortuous and moderately calcified arteriovenous(av) shunt. A 6.0 x 80, 75cm mustang balloon catheter was selected for use and advanced to dilate the target lesion. Upon the first inflation, the balloon ruptured at 15 atmospheres at a duration of 12 seconds. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 43% stenosed 66x6.1 mm, eccentric, restenosed target lesion containing a lesion bend of <=45 degrees was located in a non-tortuous and moderately calcified arteriovenous(av) shunt. A 6.0 x 80, 75cm mustang¿ balloon catheter was selected for use and advanced to dilate the target lesion. Upon the first inflation, the balloon ruptured at 15 atmospheres at a duration of 12 seconds. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.